Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced two low blood glucose (bg) events on (B)(6) 2023 and (B)(6) 2023 of 30 and 42 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg both low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.